Event description:
The surgeon attempted to implant lens but it tore coming out of the cartridge while being inserted. There was no pt contact or injury. The nurse stated it was unk as to why the lens tore. An msi-tr injector and an mtc60c fp cartridge were used but the nurse was unable to recall the lot numbers. The nurse was unable to provide the pt's weight.